Event description:
It was reported to philips that the interventional workstation was unable to boot up, preventing a full system boot. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. The philips rse found ongoing issues with the 3d workstation, which intermittently fails to start applications and shows an error during windows boot. Upon troubleshooting, the client needs to restart the workstation up to 3 times for the application to boot and disk space is there, so a full database isn't the issue. Philips field service engineer (fse) visited onsite and confirmed the reported issue and reloaded software on workstation due to issues. To resolve the problem, time and date adjustment and 3d calibration was performed. After repairs, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.